Event description:
During pta of a lesion in the left external iliac artery, a powerflex pro could not be inflated and a pin hole rupture was confirmed. Another balloon was used instead. There was no reported patient injury. The lesion was mildly calcified and tortuous. The rate of stenosis was 80%. An ipsilateral retrograde approach was made. Two stents (8x60mm, 8x100mm smart, cordis) were placed at the lesion without pre-dilatation. Then, the powerflex pro was pressurized up to nominal pressure at the lesion, but the balloon wasn't inflated. It was removed from the patient, and rupture (pin-hole rupture) was confirmed. The procedure was finished successfully with another balloon. The product will be returned for analysis. The device prepped normally. The brand of contrast and the contrast to saline ratio are not known. A medtronic indeflator was used in the procedure and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It was during the first attempt to inflate the balloon catheter that it would not inflate. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used and was easily removed from the patient.

Manufacturer narrative:
During percutaneous transluminal angioplasty of a lesion in the left external iliac artery, a powerflex pro could not be inflated (first attempt) and a pin hole rupture was confirmed. There was no reported patient injury. The lesion was mildly calcified and tortuous. The rate of stenosis was 80%. An ipsilateral retrograde approach was made. Two stents (8x60mm, 8x100mm smart, cordis) were placed at the lesion without pre-dilatation. Then, the powerflex pro was pressurized up to nominal pressure at the lesion, but the balloon wasn't inflated. It was removed from the patient, and rupture (pin-hole rupture) was confirmed. The procedure was finished successfully with another balloon. The device prepped normally. The brand of contrast and the contrast to saline ratio are not known. A medtronic indeflator was used in the procedure and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used and was easily removed from the patient. One non sterile powerflexpro 7mm4cm 80 was received coiled inside a plastic bag. The balloon was inflated. No other anomalies were noted in the returned device. Pressurized water was applied to the catheter using an indeflator (lab sample), and a pin hole was observed in the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching marks; in addition, the internal surface presented no evidence of damage. This balloon pin hole failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device; the exact cause of the damage could not be conclusively determined. Based on the information available for review, there are vessel characteristics (80% stenosis) that may have contributed to the difficulty experienced by the customer as evidenced by scratching noted on the external surface of the balloon. Neither the analysis nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.